Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii and spyglass ds controller were used during an endoscopic retrograde cholangiopancreatography (ercp) with spy procedure performed in the ductus choledochus on (B)(6) 2020. According to the complainant, during the procedure, visualization was lost multiple times. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii and spyglass ds controller were used during an endoscopic retrograde cholangiopancreatography (ercp) with spy procedure performed in the ductus choledochus on may 06, 2020. According to the complainant, during the procedure, visualization was lost multiple times. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): problem code 3191 is being used to capture the reportable issue of aborted/cancelled procedure.. Block h10: the returned spyglass ds controller was analyzed by enercon technologies, and a visual evaluation noted that the two video input connectors were badly worn, the top cover had scratches, the front panel had cosmetic damage, and the catheter interface contacts were contaminated. The reported event was confirmed. A risk review confirmed that this is not a new or unanticipated event. The issue is unlikely related to manufacturing problem. The unit was manufactured on 03nov2016 which indicates that the issue would have presented in earlier procedures if the cause was traced to a manufacturing problem. As per supplier report a series of components were replaced as a regular maintenance precaution, the main issue seemed to be caused by contaminated catheter contacts which is normally cause by poor or no reprocessing. Although the number of procedures/recycles of the unit are unknown, handling during use and reprocessing over time likely contributed to the event. Based on all gathered information, the most probable root cause of this complaint is cause traced to maintenance. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.